Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device light was not coming through the camera, so a light source issue. There were no reports of patient harm.

Event description:
It was reported the subject device light was not coming through the camera, so a light source issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3 h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on the distal edge, dents on the outer tube, loose light guide adapter, the video connector was cracked on the sides and the image is out of field. Based on the results of the investigation, it is likely the following led to the malfunction: "light is not coming through the camera" was confirmed due to degradation problem and image is out of field due to bent. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.